Event description:
Kimberly-clark received a report stating, "bumper separated from tube during removal. The bumper was subsequently removed from the patient via a cutdown into the skin." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and the product met manufacturing specifications. The sample was not returned to kimberly-clark for evaluation. The directions for use cautions the healthcare provider to use endoscopic methods when removing a 14 french peg tube with the following caution statement, "caution: the peg tube should be removed by either gently pulling it through the stoma or through endoscopic retrieval. We do not recommend that a portion of the tube be cut to allow the internal bumper to pass. When the 14 french peg is used in adults, use endoscopic removal method." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.